Manufacturer narrative:
The returned device was evaluated and the exposed part of the soft cannula was found to be damaged at the tip. Fluid was observed existing the distal tip on the cannula and no leaks were found. The data did not show any time outs or pulse width increase and no alarms were found. It could not be conclusively determined when or what caused the damage observed to the exposed portion of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 24 and 36 hours on the arm. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.